Manufacturer narrative:
Updated: b5, h6 other medical products in use during the event include: product ID boston scientific safari guidewire (lot: unknown); product type: guidewire; implant date n/a; explant date n/a image review: the patient¿s executive summary and procedural images were submitted for review. The patient¿s annulus perimeter measured 69.8 mm with a perimeter derived diameter of 22. 2mm, suggesting a 26 mm valve. The dislodgement event was not captured thus it was not possible to conclusively validate the cause of dislodgement at this time. As stated in the device instructions for use (IFU), potential risks associated with the implantation of the device may include but are not limited to prosthetic valve migration/embolization. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this 26 mm transcatheter bioprosthetic valve via direct aortic implant due to the patient's septal bulge, the valve moved on final release to 2/3 mm above the annulus. Upon withdrawing the nosecone of the delivery catheter system (dcs), the valve completely embolized into the ascending aorta. The patient had a large ascending aorta, large sinotubular junction (stj) and large sinus of valsalva (sov) when compared to the annulus that measured 22.2 mm. A 23 mm "bev" was implanted. The team attempted to snare the valve to the arch/upper descending aorta but this was not successful. The team elected to stop. The patient was stable leaving the operating room. No additional adverse patient effects were reported. Additional information was received that no pre-implant balloon dilatation was performed. The patient anatomy was reported to have m inimal calcium on the leaflets. A non-medtronic (safari) guidewire was used during the procedure. After the dislodgement, a non-medtronic (sapien s3) balloon expandable valve (bev) was implanted in the aortic position.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this 26 mm transcatheter bioprosthetic valve via direct aortic implant due to the patient's septal bulge, the valve moved on final release to 2/3 mm above the annulus. Upon withdrawing the nosecone of the delivery catheter system (dcs), the valve completely embolized into the ascending aorta. The patient had a large ascending aorta, large sinotubular junction (stj) and large sinus of valsalva (sov) when compared to the annulus that measured 22.2 mm. A 23 mm "bev" was implanted. The team attempted to snare the valve to the arch/upper descending aorta but this was not successful. The team elected to stop. The patient was stable leaving the operating room. No additional adverse patient effects were reported. Additional information was received that no pre-implant balloon dilatation was performed. The patient anatomy was reported to have m inimal calcium on the leaflets. A non-medtronic (safari) guidewire was used during the procedure. After the dislodgement, a non-medtronic (sapien s3) balloon expandable valve (bev) was implanted in the aortic position. Additional information was received that the valve was deployed very slowly with the dcs nose cone centered. There was no known torquing of the system during any stage of deployment. The implantation height was 3 mm to avoid pacing issues, and confirmed using alignment with dot markers. It was reported that the valve moved fully expanded from the annulus on release of the hoops. The efforts to snare the valve were hampered by the superior frame catching in the innominate and left common carotid ostia, and the device was unable to be moved to the descending aorta. The non-medtronic valve was deployed sleeved through the floating medtronic valve with maintained wire position. The computed tomography (CT) measurement of the valve area was 380 mm2 with a perimeter of 70 mm. Significant valvular calcium was noted (agatston score of 2500) and aortic angulation was not prohibitive (less than 60 degrees). There was no left ventricular outflow tract (lvot) calcium. It was clarified that right femoral artery access was used during the procedure.

Manufacturer narrative:
Conclusion: per the device training materials, the user should release the tension in system just before final release to reduce potential for valve movement and the user should slightly push on delivery system while tuning the deployment knob very slowly to allow the paddles to detach one at a time. Additionally, per the training material, if paddle fails to immediately detach do not torque (turn) the delivery system handle as this will not translate to the distal tip. Often a hung paddle will resolve itself after a few heart cycles, but if it doesn¿t the operator can either pull slightly on the guidewire or gently push the delivery system forward to release the paddle. Dislodgement of the valve by the distal tip is related to operator technique or experience; the evolute fx instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the delivery catheter system (dcs) tip through the valve. Following the valve implant, after reviewing the fluoroscopic images closely, it appeared that the 2nd paddle was not fully released from the capsule before the nose cone was retrieved therefore dislodging the valve into the aortic arch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this 26 mm transcatheter bioprosthetic valve via direct aortic implant due to the patient's septal bulge, the valve moved on final release to 2/3 mm above the annulus. Upon withdrawing the nosecone of the delivery catheter system (dcs), the valve completely embolized into the ascending aorta. The patient had a large ascending aorta, large sinotubular junction (stj) and large sinus of valsalva (sov) when compared to the annulus that measured 22.2 mm. A 23 mm "bev" was implanted. The team attempted to snare the valve to the arch/upper descending aorta but this was not successful. The team elected to stop. The patient was stable leaving the operating room. No additional adverse patient effects were reported. Additional information was received that no pre-implant balloon dilatation was performed. The patient anatomy was reported to have m inimal calcium on the leaflets. A non-medtronic (safari) guidewire was used during the procedure. After the dislodgement, a non-medtronic (sapien s3) balloon expandable valve (bev) was implanted in the aortic position. Additional information was received that the valve was deployed very slowly with the dcs nose cone centered. There was no known torquing of the system during any stage of deployment. The implantation height was 3 mm to avoid pacing issues, and confirmed using alignment with dot markers. It was reported that the valve moved fully expanded from the annulus on release of the hoops. The efforts to snare the valve were hampered by the superior frame catching in the innominate and left common carotid ostia, and the device was unable to be moved to the descending aorta. The non-medtronic valve was deployed sleeved through the floating medtronic valve with maintained wire position. The computed tomography (CT) measurement of the valve area was 380 mm2 with a perimeter of 70 mm. Significant valvular calcium was noted (agatston score of 2500) and aortic angulation was not prohibitive (less than 60 degrees). There was no left ventricular outflow tract (lvot) calcium. It was clarified that right femoral artery access was used during the procedure. Additional information was received that following the valve implant, after reviewing the fluoroscopic images closely, it appeared that the 2nd paddle was not fully released from the capsule before the nose cone was retrieved therefore dislodging the valve into the aortic arch.

Event description:
Medtronic received information that during implant of this 26 mm transcatheter bioprosthetic valve via direct aortic implant due to the patient's septal bulge, the valve moved on final release to 2/3 mm above the annulus. Upon withdrawing the nosecone of the delivery catheter system (dcs), the valve completely embolized into the ascending aorta. The patient had a large ascending aorta, large sinotubular junction (stj) and large sinus of valsalva (sov) when compared to the annulus that measured 22.2 mm. A 23 mm "bev" was implanted. The team attempted to snare the valve to the arch/upper descending aorta but this was not successful. The team elected to stop. The patient was stable leaving the operating room. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: brand name evolut fx ls; product ID l-evolutfx-2329 (lot: 0012143368); product type: compression loading system (cls)  section d references the main component of the system. Other medical products in use during the event include: product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: 56 additional fluoroscopic cine loops of the vessel pre-dilatation and implant procedure were provided for review of the event. The patient summary was not provided for anatomical review. The provided image material contains a left anterior oblique (lao) projection with an isolated left coronary cusp (lcc) before final deployment. A strong parallax that¿s not being corrected for is visible with the valve appearing high posteriorly. A lot of wire can be seen in the ventricle prior to final release and the same length is observed during final release. It appears that the wire was not pulled further into the nose cone before final release as recommended. The valve moves up during final release and is supra-annular within a few seconds. One valve paddle is not released which can be clearly seen in the different projections. Eventually, the whole valve is pulled up during the attempt to remove the nose cone from the left ventricle (lv). Even after the valve embolization, one paddle can still be seen stuck in the capsule. The provided image material shows clearly what happened before and during valve deployment. The high valve position after final deployment which facilitates valve embolization may partially be owed to the non-withdrawn guide wire, the previously reported septum bulge, and the uncorrected valve parallax in lao view. The root cause for the valve dislodgement and embolization was undeniably a non-released evolut paddle that pulled the valve out of the annulus during the attempt to remove the nose-cone from the lv. This review is conclusive. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.